Event description:
It was reported to philips that the device defibrillator test failed during performance of an operational check. The error ¿defib test failed¿ was observed by customer during routine test. The system was switched on and after sometime the error appeared. Whenever system was switched on the issue repeated . There was no reported patient involvement/adverse patient impact.